Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was not returned to fisher & paykel healthcare (fph) (B)(4) as it was not available. Results: the hospital reported that condensation was found on the expiratory block of the ventilator while using the rt380 breathing circuit. The hospital commented a bacterial filter is used at the end of the expiratory limb. A lot check was not performed as no lot number was provided. Conclusion: condensation in the breathing circuit can be caused by various environmental and setup factors. We were unable to determine the cause of the reported condensation. The user instructions that accompany rt380 circuit state the following: -"check breathing circuits for condensation every 6 hours and drain if required."

Event description:
A hospital in (B)(6) reported that condensation was found in the expiratory block of the ventilator while using an rt380 breathing circuit. No patient consequence was reported.